Event description:
It was reported that the customer received multiple occlusion alarms. During system check with tandem technical support, occlusion appeared to be at the cartridge level. Cartridge in use is part of a past recall. Customer reports it is the last one she has that is part of the recall. The customer indicated that the cartridge would be changed. Customer had elevated blood glucose levels (500 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.